Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Event description:
Medtronic received information that approximately six months after implant of this transcatheter bioprosthetic valve, the patient exhibited fatigue. A holter monitor indicated atrial fibrillation and periods of slow heart rates. The patient subsequently presented to a hospital emergency department after a fall and was hospitalized for bradycardia. Approximately one month after the holter monitor diagnosis, right bundle branch block with bifascicular block was noted. The condition resolved without treatment or intervention, and a permanent pacemaker was implanted four days later. During the pacemaker implant, complete heart block with a ventricular escape rhythm was observed. Medications were also prescribed, and the complete heart block was resolved. It also was reported that the patient had exhibited complete heart block with junctional escape following device implant, requiring temporary pacing support until the condition resolved three days later, and that the patient also had experienced an unspecified intra-ventricular conduction delay the day of device implant and exhibited left bundle branch block two days post-implant. There was no treatment for either conduction disturbance and no adverse patient effects reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.